Manufacturer narrative:
The complaint device is not available for a physical evaluation. However the a batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported that during an acl repair that the nitonel guidewire from the customer's acl disposal kit broke off inside the patient's bone tunnel. The sales rep reported that the surgeon was using the wire to guide the implant's placement but that it became lodged underneath the metal screw. Then when the surgeon pulled out the wire after implanting the screw the wire broke leaving a 1 cm piece underneath the screw. X-rays were taken to confirm that the wire was contained within the bone tunnel. The surgeon decided to leave the broken piece in the patient as attempting to remove it would cause further harm. The surgeon completed the procedure with no patient consequences or delays.